Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found two other similar reports with the involved product code/lot# combination. The same user facility reported a similar event for another device with the same product code, see MDR 2243441-2017-00034. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported suture lock up with the involved angioseal evolution device. Follow communication with the user facility reported: they tried to deploy the angioseal device and it would not pull back after the anchor was deployed; the md had to cut suture and hold manual pressure; hemostasis was achieved; the case was completed without issue; and the patient is stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. It was reported in the initial report that the device was available for evaluation. The device has now been discarded and no longer available for evaluation. The actual sample was not returned for evaluation. A search of the complaint handling database confirmed there have been two similar reports for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. The exact cause of this event is unable to be determined since the product was not available for evaluation. In absence of information like patient vascular health or anatomy and user technique, no deduction can be made for the root cause. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up.